Event description:
On (B)(6) 2009, pt reported he had missing and darkened segments on the left hand side of the screen on his infusion device. Pt stated he could not read the left hand side of his display. Had pt insert a new battery; the issue persisted. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.